Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the customer reports that the anastomosis was not formed correctly and had to be redone using a third device. The surgical time was not extended beyond 30 minutes, although there was unintended tissue loss to perform the re-anastomosis. One unformed staple fell in the pt's cavity and was not retrieved.

Manufacturer narrative:
(B)(4).